Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After pre-dilation was performed, a 32x3.00mm promus premier¿ drug-eluting stent was advanced but became stuck to calcification when delivered. The device was withdrawn and it was noted that the edge of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first row lifted proximally from the stent profile. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After pre-dilation was performed, a 32x3.00mm promus premier¿ drug-eluting stent was advanced but became stuck to calcification when delivered. The device was withdrawn and it was noted that the edge of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.